Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The device was monitored for several days and no software alarm noted. The device passed the self-test. It had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a low battery alarm as well as a software error alarm. Customer's blood glucose level at the time 166mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.